Event description:
It was reported that the zimmer dermatome harvested a graft that was too thick on one side and the opposing side appeared jagged and uneven, resembling a saw tooth appearance. Add'l clinical f/u indicated that the dermatome took too much skin and the graft was too thick. The scheduled procedure was a tmj (temporal mandibular joint) arthroplasty with dermal graft. The air dermatome had been used to harvest a donor graft from one of the pt's thighs. (Laterality unk). The surgeon, dr (B)(6) dds, stated the dermatome harvested too much tissue and the harvested tissue was thicker than desired. There was no surgical repair of the donor site. The harvested graft was trimmed to desired size and was transplanted at the planned wound site. No add'l donor harvest was required. The thickness of the harvested graft was not able to be determined.

Manufacturer narrative:
The device was returned to the MFR, however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.